Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery also, a confirmed e70 error alarm was found in the alarm history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was detected during our testing. The insulin pump passed displacement, rewind, basic occlusion and prime tests. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor position encoder error alarm as well. Customer attempted to rewind the insulin pump, change the battery, change the entire set and reservoir but the alarm persisted. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.